Event description:
It was reported to philips that the monitor's screen was disconnected during exposure, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was completed by restarting the system. It was reported to philips that the monitor's screen was disconnected during exposure, which can impact imaging. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the case was created in error. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.